Event description:
The customer reported that while the unit was in use on a patient, the balloon leaked and no alarm was generated by the unit. Patient expired.

Manufacturer narrative:
Datascope corp had contacted the customer's risk manager and had requested additional information that can help in the preliminary evaluation of the unit. A supplemental medwatch will be submitted when our investigation is complete.